Event description:
It was reported that the patient underwent cesarean section on (B)(6) 2012 and suture was used. During the procedure, the needle broke. The surgeon was unable to locate the needle fragment. It was indicated that the needle fragment was not removed from the patient. The procedure was completed with a similar device.

Manufacturer narrative:
(B)(4). Corrected information: conclusion : no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. Additional information: narrative - the needle remains in the abdominal cavity. The surgeon states that no intervention will be done to retrieve the needle. He does not anticipate any adverse event to the patient.

Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The device was visually evaluated. During visual inspection under a light-microscope, several heavy marks of instrument were found at the needle point area and directly at the broken area, which indicate that the needle was handled there. According to the information for use, to avoid damaging needle points and swage areas, grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the swaged end to the point.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See medwatch 2210968-2012-05248. The same patient is represented in each medwatch.